Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they had high blood glucose. Customer¿s blood glucose value at time of incident was 225 mg/dl and current blood glucose value was 353 mg/dl. Customer stated his blood glucose value had been up to 300mg/dl to 400mg/dl. Customer treated with injection. The drive support cap was normal. Insulin pump will be returned for analysis.